Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort and pain at the lead incision site which wrapped around her ribs. The patient will consult with the physician as the next course of action.